Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump screen went dark and an unspecified malfunction occurred. Customer¿s blood glucose level was in 120-130 mg/dl range. Reportedly, the customer reverted to an alternate method of insulin therapy.